Event description:
There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin, and despite experiencing recurring occlusion issues, they declined additional assistance.